Event description:
It was reported that the patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to the device no longer inflating. A new ipp device was implanted. There were no further complications reported in relation to this surgery.